Event description:
It was reported that the patient is experiencing metal sensitivity issues or a potential infection. The surgeon is to remove the device and potentially replace with a new device.

Manufacturer narrative:
The reported event cannot be confirmed as the surgeon did not provide a lab test that shows the infection or material sensitivity. The surgeon plans to remove the present left tmj devices, place a spacer (antibiotic), and implant bilateral tmj devices (preferred all-titanium devices) if the pain is gone. Overall, the surgeon did not report any device failure, malfunction, or other performance issues. The patient improved after taking antibiotic meditations, which made the surgeon suspicious of the infected device. The device was sterile before the surgery (run sheet 2050). No additional information was received, so the reason for this probable unspecified infection could not be determined. At this point of investigation, it is unclear if the patient is reactive to nickel. All treatments reported in relation to this patient, indicate that this event is rather related to an infection or chronic pain than material sensitivity. Should further information become available and the compassionate use pathway for revision devices approached this report will be revised.

Event description:
It was reported that the patient is experiencing metal sensitivity issues or a potential infection. The surgeon is to remove the device and potentially replace with a new device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : unknown.